Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via telephone call that the sensor gave inaccurate readings. The sensor gave a reading of 100 mg/dl when the blood glucose was 300 mg/dl, and the insulin pump went into threshold suspend. The sensor gave a reading of 55 mg/dl when the blood glucose was 201 mg/dl. The parent reported that the customer had some bent cannulas. The parent was advised that the sensor would be replaced and agreed to return the product for analysis.